Event description:
It was reported that during a da vinci si prostatectomy procedure, when the surgeon activated the maryland bipolar forceps instrument, slight energy activation could be seen at the monopolar curved scissor (mcs) instrument tips resulting in a superficial burn to the patient's pelvic fascia. With the assistance of an isi technical support engineer (tse), the site exchanged the instrument energy cords, checked the patient grounding pad and exchanged the mcs instrument for another instrument of the same type, however, the issue continued to occur. The planned surgical procedure was completed and no further patient harm was reported. Additionally, the patient did not require surgical repair due to the superficial burn.

Manufacturer narrative:
Further investigation found that the site was using an incompatible electrocautery surgical unit (esu) with the da vinci si surgical system. The site replaced the unapproved esu with a compatible esu as indicated in the da vinci si surgical system instructions for use (IFU). No malfunctions of the da vinci si surgical system were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients. As of june 3, 2010, no similar instances of this event have been reported at this hospital.